Event description:
There was an allegation of questionable creatinine plus ver.2 and phosphate (inorganic) ver.2 results for 2 patient samples on a cobas 8000 c702 module. Sample 1 had an initial creatinine result of 494 umol/l. The repeat result was 102 umol/l. Sample 2 had an initial phosphorus result of 0.30 mmol/l. The repeat result was 1.40 mmol/l.

Manufacturer narrative:
The creatinine reagent lot number is 889247 and the phosphorus reagent lot number is 898123. The field service engineer (fse) found that rinse station tubing was damaged. The fse trimmed and reattached the damaged tubing, checked various levels and made adjustments, adjusted the gear pump head, replaced the degasser, and replaced the heat cut filter and reaction cells. A cell blank and photometer check were performed successfully. The service maintenance actions performed by the fse resolved the issue.